Manufacturer narrative:
The customer returned the meter and strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.6 inr. Donor #1: master lot: 2.7 inr. Donor #1: customer strip and meter: 2.7 inr. Donor #2: master lot: 2.6 inr. Donor #2: customer strip and meter: 2.5 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 144577-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter complained of erroneous inr results when her mother tested on her coaguchek xs meter with serial number (B)(4). On (B)(6) 2016 the customer had a result of 3.6 inr on the meter. The customer's coumadin dose was held for 1 night based on this result. On (B)(6) 2016 the initial result from the meter was 4.8 inr at 9:30 a.m. The customer tested 2 more times on the meter "within a few minutes" and the results were 2.8 inr and 3.1 inr. A new finger was used for each test. The result of 3.1 inr was believed to be correct and this result was reported to her physician with remote cardiac services. The customer's coumadin dose was changed from 3 mg daily to 3 mg daily except thursday and saturday when 2.5 mg would be taken. The customer's therapeutic range is 2.5-3.0 inr. No adverse event occurred. The customer feels ok. The customer is anemic. She is not on heparin and has no antiphospholipid antibodies. The customer is not taking any new medication, has had no changes in diet, no recent illness and has no symptoms of high inr. The meter and test strips have been requested for investigation. Replacement product was sent.